Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m144031 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/lot:m144031, test base part number 190-430 / lot m144031. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144031 showed that the complaint rate is0.01%. In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
Establishment address: (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct towns corona ag nasal br swab en. Repeating testing was not performed. Pcr confirmation tested twice generated negative results. The customer stated the patient was symptomatic with sore throat, hoarse voice. Additionally, the customer confirmed there was a delay / impact in the patient's treatment, patient was admitted for corona until pcr was verified.